Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a polypectomy procedure in the large intestine on (B)(6) 2012. According to the complainant, during the procedure, the physician attempted to extend the snare loop; however the loop would not fully extend. The device was put to the side and another captivator snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the flare was detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the investigation findings: sheath detached. Investigation results: visual evaluation of the complaint device found the flare to be detached. Functional testing of the device could not be performed due to this damage. The complaint was confirmed; the detached flare prevented loop extension. Review and analysis of all available information failed to indicate a root cause for this event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.